Manufacturer narrative:
(B)(6). The lot was manufactured between march 27, 2019 and march 28, 2019. The device was not received for evaluation; however a photograph of a bag was provided showing the location of the leak. The leak was identified coming from the middle port. No functional testing was performed due to the nature of the sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was identified during setup and preparation. There was no patient involvement. No additional information is available.